Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with right atrial noise, all other values were normal. No changes were made at this time, the patient would continue to be monitored with routine follow ups.